Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2015, the g5 transmitter would not connect with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.